Event description:
It was reported that the pt underwent a sling procedure in 2004. The plastic sheath reportedly broke when the surgeon was attempting removal. The surgeon subsequently had to make an incision in the hypogastric area to facilitate removal of the sheath.